Manufacturer narrative:
An opportunity for device improvement was identified. Improvement has been tested and implemented in all future production lots. 160 samples from several lots were tested and the issue could not be reproduced.

Event description:
Lab staff member pushed safety button to retract the needle. Needle only retracted halfway leaving the needle still exposed. Staff disposed of the needle right away into the sharps container.